Event description:
It was reported that: "mma embolization. Physician had a 6fr benchmark, plato 17 microcatheter, and a 0.014" wire. Frontal branch of right mma selected with distal access of plato 17. Physician began to deploy pax, felt some resistance while packing and then upon attempting to manipulate coil he felt the resistance gone and the coil was no longer attached. He pushed the rest of the coil out of the microcatheter wire a wire through the plato 17 and it was in mma and the imax." Update 18mar2026 - additional information received from the issuer: "1.did the procedure involve tortuous anatomy? Not unusually tortuous. 2. Will the microcatheter be available for return? No 3. Where did the implant prematurely detach? (Inside the an, inside the mc?, etc) about 10cm of the coil was in the anterior mma branch. The remaining 20cm was within the plato 17 microcatheter at time of premature detachment 4. Were any attempts made to detach the implant coil using the detachment controller? No 5. Can you confirm if the device was implanted? Yes. It was pushed out with a wire and was partially in mma and imax arteries." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: #(B)(4) investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.